Event description:
It was reported that the device was oversensing, and has been for quite some time. Various sensitivity settings have been tried in the past, without success. The device will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.